Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review the patient underwent ventral hernia repair with composix kugel on (B)(6) 2003. Approximately two weeks post implant the patient experienced incisional drainage of a wound abscess, the wound was irrigated and packed. On (B)(6) 2004, the patient was admitted and diagnosed with an incarcerated ventral hernia with obstruction. During repair of the ventral hernia, the composix kugel mesh was identified and left undisturbed. On (B)(6) 2005, the patient underwent reduction and repair of a recurrent ventral hernia with composix kugel. The previously placed composix kugel mesh was opened through the midline, and excised. The medical records provided do not indicate a device related failure as causing or contributing to the reported event. The patient developed and was treated for a recurrence which is a known adverse event listed in the IFU. Additionally, no sample was returned for evaluation. Information related to the recalled composix kugel mesh implanted on (B)(6) 2005 has been reported in accordance with rae (B)(4).

Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2003 - patient underwent a repair of umbilical hernia with composix kugel. On (B)(6) 2003 - patient experienced incisional drainage of wound abscess. Wound was irrigated. On (B)(6) 2004- patient was admitted for diagnosis of incarcerated ventral hernia with obstruction. Patient underwent hernia repair with unidentified mesh. On (B)(6) 2005 - patient underwent repair of ventral hernia with composix kugel. Three hernia defects were identified and opened into one. The previously placed composix kugel mesh appeared to have drainage around it and was excised. On (B)(6) 2005 - patient underwent excision and drainage of abdominal wall abscess. The medical records note two small amounts of free floating unidentified mesh was excised. On (B)(6) 2005 - patient underwent excision of composix kugel mesh placed on (B)(6) 2005. Multiple abscess formations were noted.